Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardiac monitor exhibited episodes of undersensing due to a possible loss of contact in the pocket. The possibility of bringing the patient into clinic to try and reproduce the event was discussed. The patient would be monitored.